Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 489 mg/dl. The customer stated their healthcare provider advised to have the insulin pump replaced. Customer declined to troubleshoot for their high blood glucose. The customer's healthcare provider was also able to confirm their settings were correct. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.